Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73k2100874 investigation did not show issues related to the complaint.

Event description:
On (B)(6) 2022, staples were found jamming during usage on the patient. Changed a new stapler.